Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise with pacing inhibition. Isometrics and pocket manipulation did not reveal any noise or inhibition. Programming changes were performed. The patient was in stable condition.